Event description:
The complainant reported an (B)(6) asian female had impella cp pump inserted in the left femoral for acute myocardial infarction (ami)/cardiogenic shock (cgs). The patient had ventricular rupture from the vsp area or ventricular septal defect (vsd).

Manufacturer narrative:
The impella cp pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Manufacturer narrative:
The device was not received for evaluation, however, further review was conducted on the information provided. The physician could not determine a relationship between the impella device and the cardiac tamponade. Furthermore, the patient presented with an existing ventricular septal defect.